Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the MRI tech stated the patient states the battery 'is dead' and the system 'never really worked' for her. They could only see the poor communication screen on the patient programmer. It was reviewed that they can attempt to page a local rep into the facility to interrogate the device, or to contact the hcp as they can¿t confirm the ins is off to perform the MRI. The MRI tech did not have further details. No further complications were reported or are anticipated.

Manufacturer narrative:
Based on additional information received, the device code of c63030 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that at the start, it did not work. The patient guessed the battery went dead and they never pursued it. The dead battery issue was confirmed and noted that it was probably due to normal battery depletion. No actions or interventions had been taken to try to resolve the issue and the device remains implanted. There were no further complications reported or anticipated.